Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through functional stress testing without duplicating the report. Internal inspection of the device found no discrepancies. The error was cleared and did not reoccur. A replacement device will be provided to the customer. The accessories were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.